Manufacturer narrative:
Updated data: d. Suspect medical device lot number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the day following the valve implant an access site hematoma was identified via color doppler ultrasound. No blood effusion noted. No treatment reported at that time. The hematoma initially was considered resolved 5 days following onset.

Event description:
Additional information was received that the valve was implanted via left transfemoral route. Color doppler ultrasound performed 10 days following the valve implant, showed a hematoma around 2 centimeters (cm) at the left inguinal. No bleeding was observed. Swelling, edema and pain in the left inguinal area was noted. There was evidence of patency of veins and femoral arteries. Physical examination showed ecchymosis and painful swelling at acupressure with weak pulses everywhere. Vascular surgery was consulted; however, no intervention was required. No additional adverse patient effects were reported.

Manufacturer narrative:
The site has confirmed the lot number of the delivery catheter system (dcs); however, manufacture cannot validate that the lot number is accurate. Thus, the expiration date and unique identifier cannot be confirmed by the manufacture. Updated data: b5, b6, h6 - annex e, annex b, annex c, annex d product analysis: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. No procedural images were provided for review. Conclusion: vascular complications, such as hematoma, are a known potential adverse patient effect per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/ or procedural effects (sheath used, user technique, puncture cut location). Based on the information available, an assignable root cause of the vascular complication cannot be determined. Per the physician, the event was possible related to the dcs¿s inline sheath that was utilized during the valve implant procedure; however, this cannot be confirmed from the information available. There is no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: l-envpro-16; product lot/serial number: (B)(6); product type: loading system; implant date: n/a; explant date: n/a product ID: evolutpro-26; product lot/serial number: (B)(6); product type: heart valve; implant date: (B)(6) 2022; explant date: n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the device was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 days following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), the patient presented to the emergency room (ER) for an access site hematoma. A color doppler ultrasound check which showed a blood effusion. No treatment was provided. The patient was discharged a day after the onset of the hematoma. A significant reduction in the effusion was noted approximately 20 days later. Further, 65 days following the implant procedure this event was resolved. Per the physician, the event was possible related to the dcs¿s inline sheath that was utilized during the valve implant procedure. No additional adverse patient effects were reported.